Event description:
Caller reported the inform base was smoking, shows melting. The melting on the base was at the bottom of the base near the pins. She did not recall where the melting was exactly on the base. No adverse event reported. A request was made for the return of the base, replacement was sent.